Event description:
It was reported that the user dropped the ilet pump, resulting in a cracked screen and loss of device operability, and a replacement device was processed under hardware screen damage. Symptoms included no injury. Outcomes included no hospitalization, no medical intervention, and no alarms. Investigation included complaint intake and replacement processing with request for return of the original device for evaluation. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact, rendering the user interface nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from accidental drop.